Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of the event is as per the follow-up information in the event description: the infectious disease doctor thought that a possible infection/reaction could be related to axillary hair. They are making some changes with the way they prepare patients for surgery. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was reported patient reaction 4 weeks post-op. Patient had a right rotator cuff repair procedure on (B)(6) 2013. Follow up, (B)(6) 2013, patient complaint of pain redness and swelling, golf ball size raise at incision site. The incision opened up at home and yellow/white cloudy liquid drained from wound. Bacitracin in irrigation. Patient is being admitted to hospital on (B)(6) 2013 for I&d cultures and IV antibiotic. Non diabetic. Patient does have ra. Smoker until (B)(6) 2013. Follow up: the infectious disease doctor thought that a possible infection/reaction could be related to axillary hair. They are making some changes with the way they prepare patients for surgery.